Event description:
A report was received that the patient was experiencing frequent charging issue. The device evaluation for the explanted ipg showed excessive battery depletion and exhibited symptoms of analog integrated circuit damage. The patient was doing well.

Manufacturer narrative:
Sc-1110-02 (sn:(B)(4)) device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. Device evaluation indicated that the device exhibited excessive battery depletion, and exhibited the symptoms of analog ic-u1 damage. The discharge pattern had been changed some time before the explant procedure. The source of device damage was unknown. Exposing aic (analog integrated circuit) to high electromagnetic or voltage transient environment could cause this type of failure.